Event description:
It was reported by service report that the bed had a fowler weldment issue in which the fowler could not be lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler weldment box, fowler bearing support.